Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 432 mg/dl at the time of incident. Customer eyes getting blurry. Customer reported that the insulin pump had e error and while priming the insulin was squirting and its making a noise. Customer reported that the insulin pump had motor position encoder alarm occurred. Customer reported that they was unable to describe the possible damage to the drive support cap. Customer reported that the scratch crack on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify prime or fill anomalies due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected e or a alarm anomalies noted. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file.